Event description:
Reporter's comment: the pt used novofine 31 needles on pen to give insulin. Needle broke off in left thigh. X-ray confirmed needle in thigh. Elected to be watched and not try removal as yet.

Event description:
This spontaneous case, reported by a consumer's family member as "needle broke off in left upper thigh", concerns a patient's treated with a novfine 31 disposable needle since 2001 for type 1 diabetes mellitus (diagnosed in feb-2001). In 2005, while using a novofine 31 needle with humalog prefilled pen, the needle broke off in the patient's upper thigh as she was removing the needle from the skin after her evening injection at 8 in the evening. The same day the patient's family member drove her to the emergency room (ER) where an x-ray was performed and revealed that the needle was in the left upper quadrant of her thigh. The ER physician performed a portable x-ray and stated it would be unsafe to remove the imbeded needle. The woman reported that the injection site was reddened, but her patient did not receive any treatment for the event and she was discharged two hours later without any discharge instructions for the injection site. No antibiotics were prescribed and her physician told her he would only prescribe them if any complications developed. She was instructed to see surgeon the next day about removing the needle. The woman stated that there were no abnormalities with the novofine 31 prior to the injection and that the patient did not experience any problems with the humalog prefilled pen. The patient performed the evening injection without bending the needle and there was nothing done differently with how she injected herself. The girl takes approximately five insulin injections per day according to a sliding scale and is familiar with the use of the product. She never experienced any problems prior to this event and after the event she continued to use the same humalog prefilled pen with other novofine 31 disposable needles without any further problems. The patient performs an air shot prior to each injection and removes the dispoable needle immediately after her injection. The woman reported that there have not been any changes in the injection site where the needle broke off since the event occurred. The needle hub is available for examination and will be returned by the reporter. Two written requests for return of the needle hub have been sent to the reporter, but as of 1/2006, the product has not been received by novo nordisk.